Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what was the appearance of the suture during the removal? When I called and spoke to your nurses last week, they said that hydrolysis is what makes the suture dissolve. So I started swabbing my cat¿s mouth with q-tips dipped in water. This helped immensely and started to loosen the stitches out of the gums. Once I started the water soaked q-tips, the actual sutures started to come out over the next few days when I swabbed the mouth. Consequently, the cat did not require the anesthetized removal of the stitches as had been planned previously. The appearance of the suture bits when swabbed out of the cats mouth was as follows: there was a combination of purple, white, and black and white threads upon removal. Small thread bits measuring 1/8th of an inch. A few threads were purple. Some threads were white, elastic in texture and wrinkled as if braided together. Some threads were purple with black and white edges that were unraveled.

Event description:
It was reported an animal underwent an unknown dental procedure on an unknown date and suture was used. Post op, it was reported that the consumer calling with a cat that had a vicryl suture reaction. Consumer was informed that the suture had not reached the minimum absorption time. Additional information was requested.